Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The reported problem was not replicated or confirmed. The device was subjected to extensive testing including full functional testing and inspection without duplicating the report. The device was recertified and returned to the customer with no fault found. The cables/accessories used during the reported event were not returned with device to be evaluated. Analysis of reports of this type has not identified an increase in trend.